Event description:
Reportedly, the instrument worked fine for the colectomy procedure, but the anastomosis did not hold. The patient was returned to surgery on 5/02. The anastomosis leaked, so they had to do an apr re-section, which was completed with no problem. Patient status, fine 2 days later.